Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump had a power error and replace battery now alarm. The customer¿s blood glucose level was 23 mmol/l at the time of the incident. It was reported having battery issues. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 or power loss alarm noted during testing. However power error 25 and power loss alarm noted in trace download analysis due to intermittent non-sleep anomaly software error. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched overlay, stained keypad overlay, texture damage on keypad overlay, and a minor scratched lcd window.